Manufacturer narrative:
(B)(4). Medical products-comprehensive primary stem catalog#: 113630 lot#: 271410, versa-dial taper catalog#: 118001 lot#: 085220, hybrid glenoid post catalog#: pt-113950, lot#: 682230. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02401). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the patient underwent right total shoulder arthroplasty. Subsequently, the patient experienced inadequate range of motion and difficulty with internal rotation at twelve month post-operative follow-up. The patient has not been scheduled nor is indicated for a revision surgery at this time, as the condition is tolerated.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient underwent right total shoulder arthroplasty. Subsequently, pain, supraspinatus tenderness, acromioclavicular tenderness, biceps tenderness, forearm tenderness, and impingement were noted at six (6) week post-operative follow-up. Continued pain, instability, impingement, and incision tenderness were noted at three (3) month post-operative follow-up. One (1) year post-operative follow-up noted pain, supraspinatus/greater tuberosity tenderness, acromioclavicular tenderness, biceps tendon tenderness, impingement, and difficulty with internal rotation were noted. No revision procedure has been indicated, as the condition is noted to be tolerated at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.